Event description:
It was reported that the cadd administration set exhibited leakage, with the cassette partially unlatched and an active alarm condition that prevented the pump from being turned off. The medication being administered was blincyto. The event occurred during patient use; however, no patient harm was reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.